Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -12.00/2.5/094 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. Excessive vault was observed. The lens remains implanted. Per the reporter, "the vault decreased after one week" but surgeon prefers "to exchange lens for shorter length lens." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.